Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). The 6x150mm absolute pro self-expanding stent (ses) was attempted to be deployed over a .018" guide wire; however, the thumbwheel was noted to jam and the stent could not be fully released. The ses was removed and replaced with another abbott device and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and mechanical jam was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Reportedly, the 6x150mm absolute pro self-expanding stent (ses) was attempted to be deployed over a .018" guide wire; however, the thumbwheel was noted to jam and the stent could not be fully released. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use states: one (1) 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. In this case, it could not be determined if using the undersized guide wire cause or contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.